Event description:
It was reported that prior to starting a da vinci si surgical procedure the thoracic grasper instrument tip was bent. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The grips were not bent and the teeth mesh properly when in the closed position. Engineering also observed that black tube insulation was damaged at the distal end. The insulation was gouged on one side and had various pieces missing ranging from 1-4 above the snake wrist. The insulation was also scratched with no material removal in various distal locations. The main tube was bent roughly 4 above the snake wrist. The distal end wobbled when the tube was rotated. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.